Manufacturer narrative:
The k electrode lot number is e6230. The expiration date was not provided. The field service engineer (fse) inspected the analyzer and cleaned the dilution cup, sipper, and vacuum nozzle. He adjusted the ion-selective electrode (ise) diluent and ise supply nozzles and replaced the ise sample probe. The investigation determined the event was consistent with potassium ion contamination. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect k for gen.2 result from one patient sample tested on the cobas pro ise analytical unit. The reporter also complained of multiple failed calibrations. The initial result was 5.92 mmol/l. The repeat result was 3.85 mmol/l.